Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported a patient experiencing halos following intraocular lens (iol) implant surgery. Additional information has been requested.